Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed two openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "slight hardening on medial and lower cuadrants". Later healthcare professional report "capsular contracture baker grade lll" and "rupture". This record is for left side. The device was explanted and replaced with non-abbvie devices.

Event description:
Healthcare professional reported "slight hardening on medial and lower cuadrants". Later healthcare professional report "capsular contracture baker grade lll" and "rupture". This record is for left side. The device was explanted and replaced with non-abbvie devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.